Event description:
Nonfocal renal biopsy, biopince fired, did not capture tissue, had to use a second device. Instead of puncturing capsule of kidney twice, had to puncture capsule three times to get sample. Manufacturer response for biopence device failure, (brand not provided) (per site reporter). Argon medical will receive the device.